Manufacturer narrative:
(B)(4).

Event description:
The customer discovered questionable ca2 calcium gen.2 results had been received for an unknown number of patient samples after they noticed several critical results. The initial results were generated from aliquots made by the modular preanalytic analyzer (mpa). The customer pulled the primary sample tubes and repeated them on another analyzer. Data was provided for six patient samples. Patient 1 initial result was 4.5 mg/dl and the repeat result was 9.4 mg/dl. Patient 2 initial result was 4.5 mg/dl and the repeat result was 8.9 mg/dl. Patient 3 initial result was 5.2 mg/dl and the repeat result was 9.5 mg/dl. This patient had an extra lab draw for additional testing. Patient 4 initial result was 4.5 mg/dl and the repeat result was 7.5 mg/dl. This patient was given calcium based on the result. No information was provided to determine if the calcium was given orally or intravenous. Patient 5 initial result was 6.7 mg/dl and the repeat result was 9.3 mg/dl. Patient 6 initial result was 5.9 mg/dl and the repeat result was 8.0 mg/dl. This patient was administered calcium based on an ionized calcium result. No information was provided to determine if the calcium was given orally or intravenous. All of the initial results were reported outside the laboratory. The repeat results were believed to be correct. The patients were not adversely affected. The reagent lot number was 14850601 with an expiration date of 7/31/2017. The customer has repeated testing on ten more samples and all calcium results were matching. The field service representative found the rinse mechanism nozzle was overflowing water onto the top of the cuvettes and was causing intermittent overflow into cuvettes. He adjusted the rinse volume of the rinse mechanisms nozzles and as a preventative measure, he cleaned the rinse nozzles and sample probes, checked all probe adjustments, checked gear pump pressure which was okay, and checked all syringes. The customer replaced the reagent pack and ran acceptable calibration on calcium and controls on all assays. The field service representative ran an acceptable precision check on all assays. Based on the reaction data provided, further investigation confirmed the field service representative's finding were the cause of the event.